Manufacturer narrative:
Further analysis of the pump found no anomaly. The previously reported result and conclusion codes were updated to the above.

Event description:
It was reported that there was a patient death. The device was returned from a funeral home. Further information including the device and event was not known to the reporter. Should additional information be received a follow up report will be sent.

Event description:
.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).